Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and confirmed both sample results were valid. Ts noted the positive sample had a low rlu which could point to a low target sample which would not always repeat in retests. Ts relayed review to customer. No further issues reported. Hologic and FDA met on (b)(6 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported a discrepant sample from a sars-cov-2 tma run done on the panther instrument sn (B)(4). The sample was tested twice in one worklist, and one result was positive while the other was negative. Customer did not specify which worklists or sample ids should be reviewed. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.